Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the device will be sent to zoll for investigation. The complaint will be reopened once the device is received.

Event description:
Complainant alleged that during biomed testing, the device would not power up and device's screen remained white. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (primary UDI#, justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.). The device was returned to zoll medical corporation. During the investigation it was noted that the report of the white screen and not powering up was verified during evaluation. Main pcb was replaced to remedy the issue. Device was returned to manufacturing for further processing. Evaluation of the main pcb confirms the reported complaint. The (system on module) som was the root cause and it got replaced. A replacement device was sent to the customer. Analysis of reports of this type has not identified an increase in trend.